Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented problem with footswitch that had exposed wires and also the intra-ocular pressure (iop) control failed calibration before a surgery. This did not impact the procedure and it was completed successfully. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event in the system event log. However, the company service representative was unable to replicate the issue while on-site. As a preventative measure, the fluidics was replaced. The system was then tested and met all product specifications. The company service representative addressed the footswitch cable in another service record (sr). The footswitch cable was remotely shipped as a replacement to address the exposed wires in the footswitch cable issue. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to have no problem; therefore, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).